Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 517 mg/dl and a bolus via the pump was used to correct. A system check with tandem customer technical support (cts) confirmed that the pump and cartridge functioned as intended and the occlusion may have been located in the infusion set site; however, this could not be confirmed. Customer did not respond to multiple contact attempts from cts to obtain additional information.